Event description:
The uretero-reno videoscope was returned to the service center with a report of not deflecting all the way. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection it was found that the device exhibited the bending section cover glue was lifted. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: some kind of stress problem resulted in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.